Event description:
Pump reported to be set at 50 ml/hr with a 1200 ml bag of tpn. 18 hours into the infusion, the bag was noted to have only 200 mls left instead of the 300 mls that the nurse expected. No pt injury resulted.